Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the rep. It was reported that after receiving the replacement recharger and recharger antenna, their system was still not working. The rep met with the patient on (B)(6) 2018, and confirmed the ins was in overdischarge due to patient compliance. The patient had not recharged their ins for at least 6-8 months. When the rep interrogated the ins using the patient's programmer there was no response. The rep performed a trickle charge and then cleared a power on reset (por). The patient was then able to turn their stimulation on and was getting good coverage in their pain areas. Issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial # (B)(4), product type: recharger; product ID: 37791, serial # unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had a loss of therapy, and pain. The patient reported having lower back pain and stated the ins was not working. The patient stated he last felt stim about a week ago and charged longer than a week ago, so it was unlikely the ins was overdischarged. The patient reported the recharger screen was blank and the recharger battery was low. The patient noted the connector pin did not appear loose or bent, but the recharger was not taking a charge for about a week. Patient was issued a new recharger. Additional information received stated that the patient discovered a burn spot on the antenna cord and believed this was the cause of the issue. Patient was issued a new recharger. Additional information received stated that with the new recharger the patient still could not connect to the ins. It was determined that the patient did not have a patient programmer. It was reviewed how the patient could obtain a replacement programmer. There were no reported complications and no further complications were expected.